Event description:
It was reported that a y-type blood/solution set had particulate matter within it, downstream of the filter. The reporter stated that the set's blood filter "was being used to filter cell aggregates and particulates in the downstream manufacturing process of the cell therapy products." Patient involvement is unknown; however, there was no report of patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.